Event description:
Medtronic interstim ii neurostimulator was found to be missing the tightening screw inside when it was opened onto the surgical field. A second interstim was opened and used without any problem. There has been no response from the manufacturer as of yet regarding this problem.